Manufacturer narrative:
The device was returned for visual and functional testing. Visual inspection of the returned device revealed evidence of corrosion. Per reported failure, functional testing was not applicable. The root cause of the reported defect code is due to the mechanical micro-movement within the anti-rotation junction of the of the devices due to the higher weight bearing potential. Review of device history records reveal that the device was visually inspected and functionally tested prior to release.

Event description:
No additional information provided.

Manufacturer narrative:
The device has been received and is pending evaluation. The root cause is unable to be determined at this time. A supplemental report will be submitted upon completion of device evaluation.

Event description:
Information was received that the nail had evidence of corrosion. No patient adverse event was reported.